Event description:
Through review of programming history a defaulted generator diagnostics on (B)(6) 2008 caused the generator to change its settings to undesirable values. On visit (B)(6) 2008, the patient was programmed at settings output current= 1.75 ma/ frequency= 20 hz/ pulse width= 250 usec/on time= 60 sec/off time= 1.1 min / magnet output current= 2 ma/ on time= 60 sec/ pulse width= 250 usec. A system diagnostics was then performed on the patient's vns generator which was faulted and changed the patient's settings. No interrogation was performed before the patient left the office. During the next visit on (B)(6) 2008, the patient's vns generator was interrogated and was found at output current= 1 ma/ frequency= 20 hz/ pulse width= 500 usec/on time= 30 sec/off time= 60 min / magnet output current= 1 ma/ on time= 500 sec/ pulse width= 30 usec. The patient's settings were then changed to output current= 2 ma/ frequency= 20 hz/ pulse width= 250 usec/on time= 60 sec/off time= 1.1 min / magnet output current= 2.25 ma/ on time= 60 sec/ pulse width= 250 usec.

Manufacturer narrative:
Analysis of programming history.